Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. On friday customer received with unexpected restart alarm. Customer stated that she put a new battery in her pump but its drained and now its draining it and the screen is blank but if she presses the esc or act button it turns on. Performing troubleshoot and the unexpected restart alarm occurred after battery change. Unexpected restart alarm is not recurring during normal pump use. Alarm occurred during the rewind and prime sequence. Customer advised to replace the insulin pump and refer to back-up plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or unexpected restart error and external ram crc error alarms noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.